Manufacturer narrative:
Due to character limitation in e1 for event site name, event site name - (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that prior to use, the cs300 intra-aortic balloon pump (iabp) was leaking helium. There was no patient involvement.

Manufacturer narrative:
Device is upgraded from system 98 upgraded to cs300 cs300 details are as follows - brand name - cs300 intra-aortic balloon pump, portuguese, 220v. Catalog - 0998-00-3023-68. UDI - (B)(4). Type of report was inadvertently mentioned as 30 day in the initial MDR. It should be initial, 30day. Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Despite good faith efforts (gfes), further information has been provided. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, and investigation findings), h11 corrected field: g2. A getinge field service engineer (fse) confirmed that unit was leaking helium. Helium leak verified. Cleaned and retaped yoke assembly with teflon tape. Performed calibration, safety, and functionality checks. Performed helium leak test. Product passed all test to manufacturer specifications. Device returned to customer.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field: e3.

Event description:
N/a.